Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and all components were correctly assembled. Additionally, functional tests were conducted on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and harm-other. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during blood collection using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, 1 tube was underfilled and blood flow stopped. Sample back-flowed in acquisition device back to patient. The tube was replaced. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during blood collection using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, 1 tube was underfilled and blood flow stopped. Sample back-flowed in acquisition device back to patient. The tube was replaced. There was no other health impact or consequences reported.